Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis. No trend of confirmed similar customer complaints was identified.

Event description:
It was reported that the anesthetist was unable to feed catheter through the end of the needle into the epidural space when in situ, due to being met with resistance when the catheter reaches the end of the touhy needle and had to redo the procedure until successful. There was patient involvement and no patient harm/adverse event reported.